Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. Vessel morphology is unknown. The patient has a history of coronary artery disease, hypertension, and coronary artery bypass graft. It was reported that the bifurcated stent graft was pulled down during deployment because the fluoroscope was turned off. A 28 mm diameter x 3.75 cm length aortic cuff was implanted to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequeale were reported, and the patient is reported to be fine.